Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. That angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported an angio-seal evolution was selected for use. Twenty-four hours after surgery while the pt was at home, a "pop" sound was heard. Additional information revealed the pt was re-admitted to the hospital where the hematoma was managed successfully with no further consequences. The pt was taking prescribed medications (type and dose is unk).